Manufacturer narrative:
The filler was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. No similar complaints were found for this lot. These reported conditions are known potential side effects listed in the risk file. Injection of evolysse too superficially and injection in facial areas with limited soft tissue support or soft tissue cover, or thin skin, may result in skin contour irregularities and palpable lumps and/or bluish discoloration. The product was used off-label in the lip region and did not follow the injection technique listed in the labeling. We cannot rule out that this may have contributed to the reported event. Supplemental report corrections/addititions: b5: added tyndall effect. G6: follow-up 1 report type. H2: correction and additional information. H6: codes updated following investigation. Complaint (B)(4).

Event description:
The healthcare professional reported injecting 0.5cc of evolysse smooth into the lips of a patient on (B)(6) 2025. Then on (B)(6) 2025, approximately one (1) month post injection the patient experienced a tingling and tyndall effect in lips. The hcp performed the procedure by transferring the product from the evolus prefilled syringe to a bd syringe and used vertical threads at a superficial depth.

Manufacturer narrative:
Complaint (B)(4) the filler was injected into the patient and is not available for return. The product was used for an unapproved indication. A review of the DHR has been initiated. If any new, changed or corrected information is noted, a supplmental medwatch will be filed.

Event description:
The healthcare professional reported injecting 0.5cc of evolysse smooth into the lips of a patient. Approximately one (1) month post injection the patient experienced a tingling in the lips. The hcp states the injection was done by transferring the product into a bd syringe and used vertical threads at a superficial depth.